Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No power loss alarms noted during testing or in the pump trace download.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed power loss. The customer's blood glucose was unknown at the time of incident. The insulin pump will be replaced. The insulin pump will be returned for product analysis.